Manufacturer narrative:
Expiration date: ni additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had a nondevice related infection at the lower midline incision site. Other symptom was a blister at the incision wound. The patient was under antibiotic treatment. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had a non device related infection at the lower midline incision site. Other symptom was a blister at the incision wound. The patient was under antibiotic treatment. The patient was doing well.